Event description:
Patient admitted to ed with right middle cerebral artery and right proximal internal carotid artery occlusions. Unable to use pharmaceuticals for thrombolysis. Neuro interventionist was consulted and patient taken to interventional radiology for revascularization. There was successful revascularization of the right internal carotid artery with mechanical thrombus aspiration, endovascular angioplasty and stenting. Upon attempt to revascularize the right middle cerebral artery (mca), a concentric 5.2 french distal access catheter, 18l microcatheter and 0.016 guidewire were positioned distally beyond the occlusion. A right middle cerebral artery arteriogram confirmed satisfactory positioning of the 18l microcatheter into the mca beyond the occlusion. The merci v-series 3.0 firm retriever device was advanced through the catheter system and deployed within the proximal middle cerebral artery, proximal to the thrombus. With gentle attempts at retrieval, the thrombus did not appear to move. As more tension was applied to the system, the merci device would not withdraw (pull back to engage the clot). A buddy wire was trialed, where it went parallel with out result and then md used microsnare to lasso the distal part of the retriever which appeared to become entangled/ensnared with the retriever. The merci device and the microsnare were retained (in the artery). Further attempts using force could possibly cause artery rupture.vessel remained occluded with metal implanted merci retriever and micro snare. The right carotid artery remained occluded along with retained metal. Left the snare device docked onto the merci device. Patient with left sided paralysis, discharged back to skilled nursing facility where she later passed away - dnr.